Manufacturer narrative:
The reported field event of charge timeout was confirmed via reviewing the device image. The report event of sensing anomaly was not confirmed. Upon receipt, the device was at elective replacement indicator (eri). Longevity was calculated based on the device usage and found to be normal. The device was tested in the lab and was found to function normally. Telemetry, impedance, sensing, and pacing of the device were tested and were normal. The cause of the charge time out could not be determined.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025 and the patient was stable throughout. No premature battery depletion or additional malfunctions were reported.

Event description:
New information received notes that following a planned intervention, the device was explanted and replaced on (B)(6) 2025 and the patient was stable throughout. No premature battery depletion or additional malfunctions were reported.

Event description:
It was reported that a patient presented with charge timeout and low r wave sensing noted on the patient's implantable cardioverter defibrillator. The patient later presented in-clinic with slow capacitor charging. Further intervention was discussed. The patient was stable throughout.